Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the patient was shocked for a supra ventricular tachycardia (svt) that the device had classified as ventricular fibrillation (vf). The patient's medications were adjusted. No programing changes were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d). Atrial arrhythmias were noted to have been in progress at the time of the therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.